Manufacturer narrative:
On 15-nov-2019 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Brush head lodged in throat [foreign body in respiratory tract]. Start breathing normal again, was able to begin breathing again [dyspnoea]. Bottom part of the brush was missing from the toothbrush head, part that came off [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 18-sep-2019 that he/she used an oral-b power oral care refills dual action eb417 brush set with an oral-b rechargeable toothbrush, version unknown. The consumer was brushing his/her teeth and at about a minute and a half in, he/she took a breath in through his/her mouth and he/she felt something lodge in his/her throat. The consumer immediately started to panic and when he/she took the brush out of his/her mouth, he/she noticed that the bottom part of the brush was missing from the toothbrush head. The consumer could not get it out of his/her throat and, as he/she was home alone at the time, he/she ended up having to do abdominal thrusts to himself/herself by throwing himself/herself on the edge of the counter. The consumer was panicking and was afraid that he/she was not going to be able to get the part of the brush head out of his/her throat to start breathing normal again. After a while, the consumer was able to dislodge the part of the brush from his/her throat and began breathing again. The case outcome was recovered. Relevant history: none reported. No further information was provided. 15-nov-2019 product investigation results: reporter returned product on 11-oct-2019. Conclusion code: other; the conclusion code was chosen as it covers multiple conclusion codes: no manufacturing cause and no design issue based on investigation. Measurement not done because wear is obvious. No further information was provided.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head lodged in throat [foreign body in respiratory tract] start breathing normal again, was able to. Begin breathing again [dyspnoea] bottom part of the brush was missing from the toothbrush head, part that came off [device breakage]. A consumer of unspecified age and gender reported spontaneously via e-mail on 18-sep-2019 that he/she used an oral-b power oral care refills dual action eb417 brush set with an oral-b rechargeable toothbrush, version unknown. The consumer was brushing his/her teeth and at about a minute and a half in, he/she took a breath in through his/her mouth and he/she felt something lodge in his/her throat. The consumer immediately started to panic and when he/she took the brush out of his/her mouth, he/she noticed that the bottom part of the brush was missing from the toothbrush head. The consumer could not get it out of his/her throat and, as he/she was home alone at the time, he/she ended up having to do abdominal thrusts to himself/herself by throwing himself/herself on the edge of the counter. The consumer was panicking and was afraid that he/she was not going to be able to get the part of the brush head out of his/her throat to start breathing normal again. After a while, the consumer was able to dislodge the part of the brush from his/her throat and began breathing again. The case outcome was recovered. Relevant history: none reported. No further information was provided.